Event description:
Information received by medtronic indicated that insulin pump had cracked belt clip rail. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Insulin pump received with cracked belt clip rail case corner, reservoir tube lip and retainer. Insulin pump received with pillowing and cracked keypad overlay at select button. Insulin pump received with broken belt clip rails.